Event description:
It was reported by the sales rep that the md had a difficult time trying to get the endoplege coronary sinus catheter inserted through the introducer. He also stated the balloon was concentric or not blowing up completely all the way around. The account opened a new device and proceeded with the case. No patient injury was reported.

Manufacturer narrative:
Evaluation: the product code catheter was returned. Some dried blood was visible on the returned components. The catheter was visually inspected and no visual defects were found on the catheter. The balloon was aspirated to remove any air from it and an attempt was made to pass the catheter through the stock introducer. The catheter passes easily through the introducer. The balloon was inflated with a 2 cc syringe of water as indicated in the IFU. The balloon was found to be leaking at the distal bond. A device history record review was performed and no non-routine non conformances were observed during the manufacture of this lot. Evaluation of the returned device showed that the distal bond of the balloon has delaminated and the "balloon eccentricity" complaint by the customer can be attributed to this. A CAPA has been initiated to address this delamination. This CAPA is currently in the effectiveness phase. This device was built before the recommendations from the CAPA were implemented in the manufacturing process. The manufacture of the catheter has been discontinued at the contract manufacturer. The catheter is now replaced by the next generation proplege device manufactured at another contract manufacturer. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.